Manufacturer narrative:
(B)(4).

Event description:
Covidien received information stating that the 840 ventilator was inoperable. The ventilator was not in use on a patient at the time the malfunction occurred. Covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. Tse recommended the exhalation printed circuit board. The customer reported to have cleaned the exhalation valve and the unit passed all tests. Covidien was not authorized to evaluate the device.